Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that three years prior to the call, she was hospitalized due to diabetic ketoacidosis. No additional details on the hospitalization were provided.